Event description:
Rn noticed 50cc bottle of propofol empty when MRI scan was started for patient. Asked doctor how much he gave, notifying him that the bottle was empty. Doctor and rn went into scanner room to assess situation. Bottle was noted to have a few cc's of propofol in it and a few cc's in drip chamber. Pump was infusing at rate set by doctor. Tubing appeared to be completely primed with propofol. Pump was stopped by doctor. Rn clamped the tubing distally and proximally to pump as well. The doctor and rn both noted that the pump showed that only 2.6cc's had been infused and doctor verified his settings for infusion rate on pump. Tubing disconnected from patient and tubing and pump were removed from MRI room. Patient had no adverse effects noted.what was the original intended procedure?MRI to be completed under propofol sedation.device #1is this a laboratory device or laboratory test?no.